Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The procedure was done under local anesthesia. On (B)(6) 2021, the patient developed rectal symptoms, and workup including exam and magnetic resonance imaging (MRI), revealed a deep and symptomatic ulcer threatening fistula. A defunctioning colostomy was performed in (B)(6) 2021 and suprapubic catheter was placed in (B)(6) 2021. The patient was noted to have substantial circumferential rectal wall thickening and inflammation. The patient was given antibiotics, reducing pain medications and home convalescence.